Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the rewind test due to corroded motor home switch. Unable to verify e70 error alarms or test for excessive no delivery alarm due to motor error alarms. Unable to perform displacement test or prime/a33 test due to motor error alarms. Cracked reservoir tube lip and minor scratched lcd window noted.

Event description:
Customer reported the insulin pump alarmed no delivery. He did a set change and during rewind process the device alarmed motor error. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed. Customer does not recall any significant events that may have cause the device to alarm. Customer was advised to disconnect from the device. Customer state he does not use sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back plan. No further information reported.